Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive on the following days: (B)(6) 2024: <10 colony forming units (cfus) of microbacterium oxydans. (B)(6) 2024: 10-100 cfus of microbacterium oxydans and <10 cfus of aceinetobacter radioresistens. (B)(6) 2025: >100 microbacterium oxydans, <10 enterococcus faecium, <10 methicillin-resistant staphylococcus aureus, <10 aceinetobacter radioresistens. (B)(6) 2025: <10 aceinetobacter radioresistens, <10 microbacterium oxydans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information was received from customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6 & h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. The following is the result of culture test by the third-party labs, provided by the customer. Sampling date: (B)(6) 2024. Sampling from: unknown. Cfu:<10cfu. Bacterial identification: microbacterim oxydans. Sampling date: (B)(6) 2024 sampling from: unknown. Cfu:10-100cfu. Bacterial identification: microbacterim oxydans. Sampling date: (B)(6) 2024 sampling from: unknown. Cfu:<10cfu. Bacterial identification: acinetobacter radioresistens. Sampling date: (B)(6) 2025 sampling from: unknown. Cfu:<10cfu. Bacterial identification: microbacterim oxydans. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth bacterial identification: n/a. Olympus will continue to monitor field performance for this device.